Event description:
A caller reported a malfunction on a pump after it was dropped and hit the floor, which triggered a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Tandem technical support planned to replace the pump, ensuring it included updated software, and advised the customer on returning the faulty pump and setting up the replacement. The customer chose to use manual insulin delivery as a backup method and understood all instructions provided by technical support, including storage mode activation, programming the replacement pump, and returning the malfunctioning pump to avoid charges.